Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed falsely elevated potassium results on the architect c4000 analyzer. The following data was provided: initial 9.8, repeat 5.8 mmol/l. The customer uses a normal range of 4.5-6.8 mmol/l. There was no impact to patient management reported.